Manufacturer narrative:
Unit passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms were noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer reported recurring insulin pump flow blocked alarms. The customer¿s blood glucose level was 13 mmol/l. The customer was assisted with troubleshoot and customer states they have tried all remedies and do not want to troubleshoot. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.